Event description:
Multiple cases of prefilled 10 ml saline flush syringes were received at (B)(6). It appears some had leaked into the clear cellophane type overwrap. Others in the cases appeared in good / usable condition; however, when the plunger was depressed the saline flush content sprayed / leaked from cracks in the syringe barrel. Several of the barrel cracks were noted to be under the adhesive black on clear labeling applied in the manufacturing. Photos available. Depressed syringe lightly with cap in place. This report relates to what medline has identified as their, medlines incident identification number (B)(4).